Event description:
It was reported that the pc unit had a corroded right iui connector. This was observed by bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the reported of the pcu had green corrosion in the right iui was not confirmed reviewing the data and no malfunction device was provided for testing. The external and internal inspection could not be performed as the suspect pcu was not received for investigation. The facility provided a description of the event issue. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. During the on-site visit to the hospital, the bd team evaluated three (3) pcu, an found right iui with green corrosion, one (1) delaminated keypad, one (1) third party case and none of the devices were plugged in. This issue was observed by bd representatives during site visit, but any devices was received for investigation. None of the devices were observed during patient use. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alaris system. Use of unapproved disinfectants can result in incorrect device operation. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. Root cause: the root cause of the reported that the pcu had green corrosion in the right iui cannot be determined from the provided information and emails. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had a corroded right iui connector. This was observed by bd representatives during site visit. There was no patient involvement.